Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and fentanyl. It was reported that the hcp was having difficulty getting medication into the patient's 40ml pump during a refill. The hcp attempted to inject 20ml of medication plus an additional 5ml, but was unable to deliver the medication. The hcp withdrew all fluid multiple times in an effort to clear a possible airlock and attempted several aspiration cycles with no issues drawing back. However, she reported the pump felt "hard as a rock" when trying to push medication in. The hcp was able to successfully inject 10ml of saline into the pump, but the medication itself would not infuse. The hcp attempted troubleshooting for 30-40 minutes. Technical services recommended attempting with a smaller syringe, but the pharmacy provided pre-filled 20ml syringes so this was not possible. Technical services also asked about patient positioning; the patient was lying on the couch and they considered rotating the needle to a 90 degree angle. Despite these adjustments, the medication would still not advance. The hcp confirmed she did not feel comfortable applying additional force. The patient did have a mammogram earlier in the day but had not been in any hyperbaric or pressurized environments that would contribute to an airlock. The reporting hcp was the patient's primary nurse, had performed several refills in the past, and had reported that this was the first time the patient had experienced this type of issue. The reporting hcp did not complete the previous refill. Technical services advised the hcp to consider refilling the pump with whatever volume she was safely able to deliver and document the reservoir volume accordingly. The hcp asked whether a possible airlock would affect therapy delivery. Technical services educated the hcp that an airlock in the reservoir did not affect medication delivery. The hcp understood these considerations and planned to review with her manager. No further issues were noted.

Manufacturer narrative:
H6; the previously reported codes a1403 and d14 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-18, additional information was received from the healthcare professional (hcp). The hcp was asked if the cause of the inability to fully fill the pump was determined. The hcp stated, "I was instructed it was "air lock"". The actions / interventions taken to resolve the request were requested. The hcp stated, "I was instructed [the manufacturer representative (rep)] were contacted and "airlock" was removed".